Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the sheath was inserted and aspiration was performed, it was found that air was continuously introduced. The sheath was replaced to resolve the air ingress issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: visual inspection of flexcath sheath 4fc12 / 19748 showed the device was intact with no apparent issues. Flushing/air aspiration testing did not show any air passing through the tube or expelled from the distal tip. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. It was suspected that the valve disk is torn. In conclusion, the reported issue air ingress during aspiration has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.